Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed an indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the lot number was not reported. The investigation determined the reported difficulties appear to be a potential product quality issue. On oct 24th 2024, abbott vascular determined that a field action was required for specific lots of ppak 20/30 w/copilot product. The product associated with this complaint is from the impacted population. This action is being taken due to an increased potential for a leak in the indeflator under pressure or vacuum due to a gap in the hose snap fitting and o-rings from a specific supplier.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during use of the indeflator device the first inflation was successful; however, during the second attempt the indeflator would not inflate. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was reported.